Event description:
The customer reported the screen of the gastrointestinal videoscope was pixelated. There was no patient injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.